Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-jan-2019 with the following findings: during investigation, there was no activity relating to the temperature issue observed in black box or download history. There were no voltage drops in the black box; no overheating duplicated during testing. The pump's electrical current draws were found to be within specification. The pump was opened and there was no damage or evidence of internal moisture found. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.